Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's system was explanted at an unknow time and date. No further information is known at this time.

Manufacturer narrative:
D3-date of event is estimated.. D6b- date of explant is unknown.